Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 months post implant of this bioprosthetic valve, a non-medtronic transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No adverse patient effects were reported.